Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device activity log. The device was put through extensive testing without duplicating the malfunction. The multifunction connector was replaced to reduce probability of reoccurrence. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician manually powered the device back on successfully to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.